Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A delivery wire, main coil, and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath. The interlocking arm of the coil was broken inside the introducer sheath. The introducer sheath was inspected, and no anomalies was noted, the twist lock had been opened. The main coil was found kinked and severely stretched. The delivery wire was inspected, and it was noted bent at the distal end. No more damages were found in the returned device. Functional inspection was performed and the delivery wire was advanced through the introducer sheath, but it was not possible to continue advancing it because the coil was stuck, it was necessary to cut the introducer sheath in order to release the main coil. Microscopic inspection of the delivery wire was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. The interlocking arm was inspected, and it was detached (part was inside of introducer sheath). Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to coil stretched condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 28sep2021. It was reported that the coil became stuck in introducer sheath. A 20mmx40cm interlock-35 coil was selected for use on the intratumor embolization of a perforating abdominal aortic ulcer with a tumor size of 3.4 cm. During the procedure, when the physician was deploying this device, it could not be advanced from the introducer sheath. Repeated attempts were made but still failed. The procedure was completed with a different device. No complications were reported and the patient was stable post procedure. However, device analysis revealed that the interlocking arm of the coil was broken inside the introducer sheath and there were missing fiber bundles.